Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated, establishing a relationship between the event reported. Visual inspection confirmed housing damage, false alarm indicating no canister full. Functional evaluation confirmed vacuum motor is leaking root cause confirmed as a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys touch non connect 4th ed device has visible dents and alarms that the canister is full. During service and repair, it was found that the device cannot generate and control negative pressure. No patient harm was reported.